Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) triggered an alert for undefined high right ventricular (rv) defibrillation coil impedances. The alert occurred during the implant procedure at the same time the physician was performing cautery. There was cautery active at the time of ventricular fibrillation (vf) detection being turned on, which would have triggered the device to take lead impedance measurements or a manual impedance measurement was made while cautery was active. The alert tone was still active after the implant procedure. The crt-d was interrogated and all measurements were normal and within range. The alert was turned off and no further complications or issues were noted. The crt-d remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 5076-52 lead implanted: (B)(6) 2024 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.